Manufacturer narrative:
The main component and other applicable components are: product ID: 3389s-40, lot# va0sw41, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: extension.

Event description:
A manufacturer representative (rep) reported that the patient has been fiddling with and flipping the implantable neurostimulator (ins) in pocket. The patient is having revision surgery on date notified to address the issue. On (B)(6) 2016 it was discovered by the healthcare provider (hcp) that as a result of the patient repeatedly flipping the ins the lead had been frayed and to an extent the system needed to be removed. The hcp hoped that untangling the system and replacing the extension would correct the problems but after testing the lead through x-ray and exploratory surgery it was determined the system no longer had integrity. Indication for implant is essential tremor and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.